Manufacturer narrative:
Device not returned. The facility emailed battelle customer service and their response was that indeed their folks at the decontamination site wear latex gloves. Ccds staff has been in contact with hcp, explaining the decontamination process, the chemicals used (including sds), and provided a link to faqs for hcps. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua.

Event description:
User reported reprocessing masks are "really bothering her" with a sensation of "prickling" under her chin where the mask touches. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.